Event description:
The restriction of gas agents to the pt occurred when the pt was on the table the consultant went through process of elimination to find the problem and one of the possibilities could be a blocked filter. A new filter was put in place and normal flow was returned, however they also called in the drager engineer to examine the machine and it is more likely that this or human error was to blame. To ensure that all possibilities were eliminated co has been asked to examine the filter and report back so it can be held on the internal file that will go with this incident.